Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Continuation of medical devices: product ID 4003 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.